Event description:
During the corneal flap cutting procedure, the microkeratome cut 1000 microns deep thereby amputating the pt's cornea. The physician performed emergency suturing of the cornea to retain it in place. Since that time the pt has had 3 more ophthalmic surgeries. The first to substitute small sutures and to secure the posterior edge of the severed cornea, the second for angle closure glaucoma that resulted as a consequence of the incident and the final surgery for a cataract that also developed. The pt is left with an atonic cornea, extreme sensitivity to light, extremely poor vision and has been advised that pt may have to undergo a fourth surgery to improve their prognosis. The surgeon had been using the device for some time for lasik surgery. He became aware that the device was producing flaps that were just too thick. He contacted the MFR's (alcon) rep to see about having the device inspected and/or adjusted. According to atty, dr was advised by alcon's rep to continue using it but to perform pachymetry to assure adequate residual stromal bed. Then in 2001 the event occurred and dr reported the event to alcon. An alcon rep came to dr's clinic approx 3 weeks later and hand-carried the device to alcon headquarters for analysis. Alcon subsequently provided an MDR to FDA which the atty claims is vague and not completely factual with respect to the cause of the event. Subsequently alcon has amended its MDR which according to attorney is still vague with respect to cause of the event. The atty has a videotape of the actual surgery which upon inspection does not reveal the reason for the adverse surgical outcome. The atty indicates that another incident of corneal amputation has occurred with the skbm but it has not been verified. The atty indicates that dr speculated about the loosening of glue due to autoclaving as the possible cause for the event but atty speculates that it is more probable that it was an internal adjustment of the mechanism that positions the blade with respect to flap thickness that probably malfunctioned thereby creating ever increasing thicknesses until finally it was large enough to amputate the cornea.